Manufacturer narrative:
The lot was manufactured between march 21, 2017 - march 22, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor overinfused the medication. The infusor completed delivering the medication dose before the expected time. There was no patient involvement as this event occurred during testing. No additional information is available.